Event description:
Following the battery performance alert (bpa) advisory. A bpa was received by the clinician. And the device was explanted. The patient was discharged same day.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued, by abbott on 28 august 2017.